Event description:
It was reported a tibial articular surface provisional fractured. No patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that it exhibit signs of repeated use and have fractured on the medial side of the post. Device history record was reviewed and no discrepancies were found. A definitive root cause for the fracture cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.